Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3550-39, lot # n288198, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was reported that there was no telemetry between the patient¿s implantable neurostimulator (ins) and any external component or clinician programmer. It was noted that telemetry issues were reported. It was further noted the patient may have always had issues with recharging as the patient could get eight coupling bars, but then would lose them due to body movement. The reporter stated the issue with no telemetry was noticed in (B)(4) 2013. It was noted the antenna locate feature had results of 28 to 72. It was further noted the ins charged normally after the antenna locate was done. The reporter stated the ins was close to the surface and was not difficult to find. The reporter further stated the use of the antenna locate feature resulted in a power on reset (por) being displayed on the recharger when then led to the normal recharging screen. It was noted the patient was currently getting eight coupling boxes with the recharger. It was further noted the por was cleared. The reporter stated the patient was hospitalized for reasons unrelated to the spinal cord stimulation. Additional information received reported the patient was receiving effective therapy and there were no therapy issues to report. It was noted the patient was able to recharge effectively and the patient programmer was working appropriately.